Event description:
A laparoscopic modular grasping forceps came apart during a nissen fundoplication procedure. The jaws component slipped out of the shaft of the instrument, but it was withdrawn without difficulty. Another forceps was employed to complete the procedure. No pt consequences were reported.